Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to a corroded keypad. Analysis was unable to perform the displacement test due to no button response. The insulin pump had a partially broken reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.(B)(4)

Event description:
The customer called in to report a button error alarm and stuck buttons. The customer's blood glucose level was 200 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.